Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a procedure wherein the ipg was replaced with an magnetic resonance imaging (MRI) compatible device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.